Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d154awg defibrillator (B)(6) 2007; 6947-65 implantable tachy lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that there may be early battery depletion. It was also reported that the right atrial lead impedance was out of range. The device was explanted and replaced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.